Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that 2 connectors were broken on the endoscope reprocessor. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated and repaired on-site by an olympus field service engineer (fse), and the customer¿s allegation was confirmed. Fse performed repair activities and replaced the broken scope channel and auxiliary connectors. Fse also cleaned and inspected the machine, checked the disinfectant, detergent, and alcohol levels, and ran cycle tests (all of which passed). The software attributes were verified and confirmed, and the repair checklist was completed. This equipment was repaired and verified according to the original equipment manufacturer's instructions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.